Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient underwent surgery on (B)(6) 2015 to remove a cm long nail. It was reported that during the removal procedure, the znn cmn lag screw 10.5x95 was turned once and the tab of the screw was damaged. The surgeon was able to remove it using a removal device of the hospital. The surgery time was delayed for 60 minutes.